Manufacturer narrative:
Additional information was received from the user, it was indicated that the platform was further tested. The platform displayed ua 17 error message upon power up, the user was able to clear the ua 17 error message. The platform was functionally tested and operated with continuous compression for 40 minutes. No further issue was observed. The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (B)(4) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message on the user control panel during patient use. The user reset the lifeband and restarted the platform but was unable to clear the ua 17 error message. Manual CPR was immediately performed. The length of troubleshooting was not specified. No known impact of patient consequence. Additional information was received from the user, it was indicated that the platform was further tested. The platform displayed ua 17 error message upon power up, the user was able to clear the ua 17 error message. The platform was functionally tested and operated with continuous compression for 40 minutes. No further issue was observed.